Manufacturer narrative:
Customer reported that both li-ion batteries used on the reported event date were fully charged. Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
It was reported that during transport of a (B)(6) male patient, the autopulse platform powered off after 4 compressions. Medic restarted the platform but the same issue occurred. The li-ion battery was swapped out with another one but the problem did not resolve. Medic reverted back to manual CPR. No adverse patient sequelae was reported. No further information was provided.